Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified in section d4 has not been cleared in the us, but is similar to the conquest pta dilatation balloon products that are cleared in the us. The 510 k number and pro code for the conquest pta dilatation balloon products are identified. Accordingly, this event has been determined to be MDR reportable. Expiry date: (B)(6) 2021.

Event description:
It was reported that during an angioplasty procedure, the distal tip of the pta balloon allegedly ruptured on the first inflation attempt. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, the distal tip of the pta balloon allegedly ruptured on the first inflation attempt. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The catalog number identified in section d4 has not been cleared in the us, but is similar to the conquest pta dilatation balloon products that are cleared in the us. The 510 k number and pro code for the conquest pta dilatation balloon products are identified in d2 and g5. Accordingly, this event has been determined to be MDR reportable. Investigation summary: the device was returned for evaluation. A visual inspection found the outer layer to be peeled throughout the length of the balloon. The balloon was inflated and no leaks or ruptures were noted to the balloon. Therefore, the investigation is confirmed for peeled outer layer, and unconfirmed for the reported rupture. The definitive root cause for the identified or reported issues could not be determined based upon the available information. An investigation is currently open to address the peeling outer layer issue. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 05/2021).